Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system kept freezing. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was frozen. A technical support remotely accessed station and reviewed data sync debug logs, and no issues found. Event viewer showed multiple event ID 37 warnings ('kernel processor power'). Netbios was disabled, and speed/duplex settings were set to 100 mbps half-duplex. Database health was confirmed under 5gb with no errors. Per the knowledge article "application hang/crash or slow performance ¿ windows 10" on application performance, tabletinputservice was disabled via beyondtrust command line. An sfc scan was performed and the station rebooted. The user was instructed to monitor the system and report any issues. After four days with no further incidents, the case was closed. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system kept freezing. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.